Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that hcp initially reported the event to them. It was determined that the pump was in the correct position and that the cause of the reduced reservoir capacity during the refill was unknown and that perhaps the release valve in the reservoir was stuck. The cause of the needle issue was unknown. Actions/interventions included the doctor's aspirating repeatedly and eventually getting all the medication out. The event was resolved. The patient's weight and the serial/lot number of the refill kit/needle was unknown. It was also indicated that the needle was not returned.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown baclofen (concentration and dose unknown) via an implanted pump for intractable spasticity. It was reported the physician performed a refill today and was only able to get 35ml of medication in the pump. The rep and physician were conferenced on the call. The hcp stated that they attempted the refill several times. It was reported they did get some blood-tinged return. The hcp stated it seemed like something was clogged, so they switched needles. It was reported they felt the puncture of the septum and confirmed they had gotten bubbles back. It was noted the hcp tried to refill, and it felt normal. The hcp pulled a few times while filling to confirm placement and there was clear fluid. It was noted the last 4mls, he felt a hard stop again. The hcp aspirated everything out and refilled again 2-3 times taking the needle in and out during the process and felt the hard stop each time at 4mls. The hcp decided to not continue to fill. The hcp removed the needle and checked the site with the ultrasound machine, and everything looked normal. Technical services (ts) reviewed releasing the locked valve procedure. Ts reviewed using a smaller syringe and pushing saline forcefully if needed to remove any obstruction. Additional information was received on (B)(6) 2023-via an hcp indicated the patient was having an MRI to determine whether the pump was "displaced" and wanted to know if we had any specific restrictions on doing an MRI in this situation. Reviewed orientation guidelines. Clarified that order for MRI was to look at position of the pump versus the catheter. Patient symptoms were not reported.